Event description:
It was reported by service report that the customer alleged that the zoom drive on the stretcher was intermittent due to a loose zoom drive motor assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.